Manufacturer narrative:
(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to ensure that there are no leaks in the solution bags prior to starting therapy. The guide also explains that using wrong or damaged bags can result in inadequate therapy or contamination of the fluid lines, possibly leading to peritonitis, serious injury, or death. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm during dwell three of five on a homechoice (hc) machine, it was reported that the home patient (hp) saw that solution had leaked out of the supply bag into the overpouch and connected this bag to the setup anyway. The hp then started therapy using these supplies. The technical service representative (tsr) advised the hp to start over with new supplies or complete therapy with manual supplies. During follow up with the hp, it was reported that the hp did not see any cuts or tears in the bag but did notice a significant amount of fluid in the overpouch. The hp later was worried and went to the hospital. The patient was prescribed antibiotics prophylactically. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.